Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from the patient's healthcare professionals (hcp) office via a patient regarding another patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. The patient reported they were told by their hcps office that another patient recently had an magnetic resonance imaging (MRI) 2 months ago and their pump stopped working. No further information was provided.